Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery after filling the reservoir. Customer stated that after filling the reservoir he noticed it was leaking. Troubleshooting for reservoir leak was performed. Customer was advised to return the reservoir and transfer guard.